Manufacturer narrative:
The following devices were also listed in this report: unknown tibial rotating component, unknown axle, unknown sleeve, unknown bumper insert, unknown bushing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision on a patient's left knee due to infection. Company rep reported that the knee was washed out and inner components were revised.